Event description:
Patient reported physician was unable to access catheter side port during diagnostic procedure to evaluate the integrity of the intrathecal catheter. The patient reported the infusion system is not helping with symptoms. Additional information has been requested of the hcp to clarify patient sympytoms, or device symptoms that led to the unsuccessful catheter dye study, further troubleshooting/interventions, and patient outcome. A follow up report will be sent when new information is received.